Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
A lock system failure was reported. There was no pt impact. Additional info has been requested.